Event description:
During surgery, the hammer pad broke on the threaded end. Surgery was delayed approximately 30 minutes.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evidence suggests the fracture was due to a bending moment. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.